Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been complaining about cerebral pains, swelling of the ear, problems in the jaws and blurry vision since implantation. The floating mass transducer was repositioned on (B)(6) 2013, but the problems remained. Thus, the patient asked for device to be explanted, though has very good hearing benefit from it.